Event description:
A malfunction identified by code malf 24 was reported, and it could not be reset. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged to replace the pump, ensuring the customer understood the process for using a backup therapy involving mdi. The customer was informed about receiving a replacement pump with updated software and instructed on proper steps to return the malfunctioning pump. The shipping address was confirmed, and no signature was required for delivery.